Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during investigation are most likely related to explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
It was reported by the recipient's mother that the speech therapist noted a decrease in the child's performance with the left side device. The recipient is bilaterally implanted. There is no report of accident or trauma. The recipient will be monitored. Per new information received, the performance has decreased further and implantation is to be carried out. The recipient was re-implanted..

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported by the recipient's mother that the speech therapist noted a decrease in the child's performance with the device. There is no report of accident or trauma. The patient will be monitored.